Manufacturer narrative:
Catheter model 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: unk, programmer model 8840, serial#: unk.

Event description:
The patient experienced a fever of 100 degrees and was irritable. The patient's pump was unable to be interrogated. The reporter did not have access to the patient or the pump programmer. Troubleshooting options were being considered. It was noted that the patient did not experience hypotension or pruritis. On (B)(6) 2011 it was reported that the patient recently had a complication with a bowel obstruction/twist; and surgery was performed about three weeks ago. Approximately a week ago the pump was checked because the patient was "screaming in pain", crying, had body sweats, spasms, and issues with their heart rate. The patient was noted to have also had a seizure. On tuesday it was determined that the pump was flipped; and therefore they could not get a reading on the pump via a programmer. Imaging was performed. The catheter was determined as being kinked because of the flipped pump; and the patient was experiencing withdrawal from baclofen. The patient was admitted to a hospital. The patient was currently being managed with oral and enteral baclofen; and it was noted that the patient does better with baclofen administration. No pump alarms occurred.

Event description:
Additional information: the patient experienced an intestinal obstruction. An exploratory laparoscopy surgery was performed and revealed a volvulus. The ascending colon was resected, a colostomy was noted. The pump "moved partly under rib, unable to communicate with programmer." It was noted that later the pump "moved down" and communication was re-established. On (B)(6) 2011, the patient was agitated; it was believed to be related to pain. An x-ray on (B)(6) 2011 revealed a flipped pump and "tubing appears attached, no kink." On (B)(6) 2011, it was believed the patient experienced baclofen withdrawal; the patient was placed on oral baclofen 20 mg 4xdaily and diazepam and symptom resolution was noted. The hcp concluded that the abdominal wall was manipulated during the laparoscopic surgery which caused the pump to flip; "probable kink" was also noted. The plan was for the patient to undergo a pump system surgical exploration and "correction" sometime in (B)(6) 2012. The drug in the pump was lioresal.